Event description:
A consumer implanted for other chronic/intract pain (trunk/limbs) reported seeing an informational power on reset (por) message on (B)(6). The por message was not related to an overdischarge event. The consumer was walked through how to clear the por message using the patient programmer (pp) which resolved the issue. Following this the consumer stated they were only feeling stimulation on the right side and not the left. It was confirmed the consumer had two programs, but when they selected the second program it was at 0.0 volts. The consumer was walked through how to increase stimulation which resolved the issue and the consumer feeling stimulation on both the left and the right.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.